Event description:
Medtronic received information via literature regarding bioprosthetic aortic valve stenosis in the setting of advanced renal disease, as determined by serial transthoracic echocardiography (tte) studies. All data were retrospectively collected from a single center between 2012 and 2019. The study population included 115 patients (predominantly male, mean age 76 years), 30 of whom were implanted with medtronic corevalve bioprosthetic valves (unique device identifier numbers not provided). Among all patients, adverse events included: aortic bioprosthetic valve stenosis. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: penmetsa m.; et al. Accelerated rate of progression of bioprosthetic aortic stenosis in patients with renal disease. Echocardiography, 2022 mar; 39(3):434-439. Doi: 10.1111/echo.15311. Pmid: 35165929. Epub 2022 feb 14. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.